Event description:
Found during inspection/testing by physio-control. Physio-control was evaluating device and observed that the device locks up and pacer turns on at power up. Fault code 22 was logged into the device error log.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the observed malfunction was a severely depleted energy cell in an ic chip, designator u28. Device data storage, including defibrillator calibration constants is stored in a battery-backed ram chip, designator u28, on the main pcb assembly. Ic chip u28 contains a lithium energy cell battery that can maintain the device data for a minimum of five years continuous duty. A recent failure analysis has determined that a severely depleted energy cell can result in a failure of the defibrillator to charge completely and/or a failure to discharge.